Manufacturer narrative:
The customer was sent a replacement pump. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The customer could not be reached by phone or e-mail for further information. This issue with fire for the pump in style power adapter is currently being investigated under (B)(4).

Event description:
Customer reported to customer service that her entire pump in style advanced breast pump caught on fire. She stated that there were flames and smoke, which is a safety risk. She placed her pump outside in the snow.

Manufacturer narrative:
The device was returned and evaluated by quality engineering on 05/24/2016, and in the evaluation two defects were observed: a failed electrical component on the pc board that looks like it overheated and exposed wires on the dc output cord of the power supply. There were no signs of any fire or burning on the device. The end user¿s claim of the device being on fire was not supported by the evaluation of the returned device. The end user likely smelled the odor from the overheated electrical component and assumed fire. The two malfunctions identified on the returned device are unlikely to lead to a death or serious injury as the overheated electrical component was contained within the outer housing of the device that is a fire enclosure and the exposed wires on the dc output cord would only expose the end user to a maximum of ~15vdc which is well below the lower limit of hazardous voltage of 60vdc as defined in ul 60601-1.